Event description:
It was reported that this patient's communicator recorded a red call doctor icon (rcd) alert which indicates a potential change in the patient's implanted device and that data was not able to be correctly transferred. After power cycling the communicator, the issue was resolved and the data was able to be transmitted. Further information was received indicating that the rcd alert was triggered due to a high right ventricular (rv) pacing impedance out-of-range. Pacing impedance was irregular and the therapy was programmed off eventually. It was decided not to replace this patient's rv lead as the patient had recently recovered from a cardiomyopathy procedure. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).